Event description:
Device has been explanted.

Event description:
Un-report seroma as this was confirmed to have occurred on the contralateral side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma fluid".

Event description:
Patient reported right side implant removal from textured to smooth due to the concerns of the product. Patient later reported "breast has grown and 70ml of seroma fluid was removed, along with local heat. After the removal of the fluid, patient reports that breast has returned to normal size and the test for bia-alcl was negative". Device remains implanted.